Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that a perforation had occurred on an unknown date. No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that a perforation had occurred on an unknown date. No further patient complications were reported. It was further reported that on (B)(6) 2014 that patient presented with shortness of breath and swollen legs. The patient was diagnosed with extensive pulmonary embolus, right leg dvt, pancytopenia, small cell lung cancer, hypomagnesemia and acute kidney injury. Treatment was anticoagulation with heparin and coumadin, blood transfusion and replacement of magnesium. On (B)(6) 2014 the patient received placement of a greenfield ivc filter in the infrarenal cava. The filter was deployed in a standard manner. The patient tolerated the procedure well. On (B)(6) 2014 a CT scan revealed that the ivc is remarkable. The patient was discharged on (B)(6) 2014. On (B)(6) 2018 the patient received a CT scan of the abdomen without contrast. Findings revealed the ivc filter was unchanged in the position and appearance. Several of the tines inferiorly extends through the caval wall.